Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that a police officer called for assistance in downloading the customer's insulin pump. It was stated that the customer passed away, possibly due to hypoglycemia or hyperglycemia. The police officer was assisted with the download. It was stated that the report showed the customer was only bolusing once or twice a day. Sometimes, no boluses were given. No blood glucose readings were found. The basal rate was programmed at 1.0 units per hour. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.